Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose level in the range of 500 - 600 mg/dl with moderate ketones that were identified as life threatening my a healthcare professional. The customer was treated intravenously with fluids of saline and insulin and was release from the hospital with no permanent damage on (B)(6) 2022. Reportedly, the customer was using cold insulin which is considered off label per the tandem user guide.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.